Event description:
The customer reported leakage during patient use. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a leak was confirmed. Visual inspection and functional testing showed no anomalies. Pressure testing showed a leak at the connection of the maxzero to the mating male luer of the pressure test configuration. The leaking maxzero connector was inspected under magnification. A microchannel on the interior wall of the maxzero component was observed. The root cause is an equipment error during the inspection and testing process.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported leakage during patient use. There was no patient harm.

Event description:
The customer reported leakage during patient use. There was no patient harm.